Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication error message and would not boot up. There is no report of pt injury or death.